Event description:
It was reported that during a post-implant device check, the patient's pacemaker displayed error message. Programming changes were made to reprogram the pacemaker back to nominal settings. The patient was in stable condition.